Manufacturer narrative:
Insulin pump received with blank display and heating device due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with cracked case battery tube and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received blank display and was not working. Insulin pump did not receive insert battery after removing battery. Battery compartment was damaged and battery cap was neither damaged nor missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.